Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device with its accessories, was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon such as the abnormal noise was not duplicated. In addition, there was no abnormality in visual inspection and operation check. However, as a result of checking of a packing of the cylinder hose (B)(6) (accessories for the subject device), it was found that the packing was not properly mounted to the cylinder hose and it was deformed. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the inappropriate mounting of the packing and poor sealing. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, but the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that abnormal noise occurred from the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.